Event description:
During the thrombectomy procedure, two passes were made with the retriever in the occluded basilar artery (tici score: 0 after procedure). A ¿relatively¿ localized subarachnoid hemorrhage was confirmed at the left cerebral base post procedure. The patient passed away thirteen days post procedure. The physician related the sah to the device and stated that recanalization of the occluded vessel was not achieved which allowed the progression of the presenting stroke leading to the patient's death. No other information was provided.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient death are known risks associated with such procedures and noted is such in the directions for use (dfu). Therefore, a root cause of anticipated procedural and patient complication has been assigned to this event.

Event description:
During the thrombectomy procedure, two passes were made with the retriever in the occluded basilar artery (tici score: 0 after procedure). A ¿relatively¿ localized subarachnoid hemorrhage was confirmed at the left cerebral base post procedure. The patient passed away thirteen days post procedure. The physician related the sah to the device and stated that recanalization of the occluded vessel was not achieved which allowed the progression of the presenting stroke leading to the patients' death. No other information was provided.